Manufacturer narrative:
Date of event was reported as follows: unable to recharge issue - (B)(6) 2016; feeling foot spasms - may 21, 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that for about 4 days they had been trying to charge their implantable neurostimulator (ins) but could not get it charged. The patient noted that they had not recharged in over a month and accidentally let the ins go dead. The ins was not communicating when trying to recharge and they thought it was dead because they had pain and spasms in their feet. The patient was to follow up with their healthcare professional (hcp). Follow up information received from the patient on (B)(6) 2016 reported that they met with their doctor and the manufacturer&#62688;representative and, after successfully &#62597;booting&#63508;he battery they were able to charge the ins up. The patient then contacted the representative to discuss additional programs. The final outcome was that, after 12 years of implant use, they need removal of the original implant (date of replacement noted as (B)(6) 2016). The pain and spasms had not resolved. Additional information received on (B)(6) 2016 from the manufacturer&#62688;representative reported that the patient&#62688;ins was replaced (revision to occur on (B)(6) 2016. The reason for the procedure was not known and no further information was available at the time of report. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.